Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the battery of an automated impella controller failed to charge during use. The console was swapped as a result of the issue. There was no patient injury.